Event description:
It has been reported to philips that the device's geometry movements were not working. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the device geometry movement were not working. Upon some functional test, fse found there is a connecting issue in the board, short circuits happen, and no geometry movement is possible. Fse replaced the table connection box. After the replacement of the table connection box, the system returned to use in good working order. The defective part was returned for analysis and the result confirms no failure was identified with the part. The codes were updated based on the investigation outcome.